Event description:
Customer reported she experienced high blood glucose of 437 mg/dl; she treated with manual injection. Customer stated she woke up and the insulin pump was alarming auto off. Customer was unable to clear the alarm by pressing the esc and act buttons and also tried removing the battery three times but the alarm still wouldn't clear. Nothing further reported.

Manufacturer narrative:
No unexpected auto off alarms noted during testing. The insulin pump had an intermittent button response on the act button due to corroded keypad traces noted. The insulin pump had a cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.